Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Territory 239 reported that the impactor surface is scratched and needs to be replaced. Ship replacement to trident via fedex. No surgical delay. The device associated with this report was not returned for evaluation. The lot that helps determine the age of the device was not available. A search of the complaint database found similar reports and the root cause was attributed to heavy usage and wear out. However, with no instrument returned and no more information, no root cause can be determined for this specific instrument. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep 419. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impactor surface is scratched and needs to be replaced. No surgical delay.